Event description:
Pt admitted for cystourethroscopy (stone removal). Stone was 9-10mm. Attempted a #3 french ehl probe but for some reason it was functioning poorly and the probe would not work. Attempted to introduce a 4.5 french ehl probe and it did work. It was filing and chipping on the stone when the tip dislodged from the top of the probe, the metal portion, and stayed along the side of the stone. The tip of the stone was removed.